Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that discrepancies caused inaccurate surgical cuts and improper fit of the tmj and custom plates, ultimately requiring abandonment of the custom orthognathic portion to ensure stability and accurate joint positioning.